Event description:
Information was received from a patient (pt) regarding an external device. It was reported that the controller is not working right to recharge their implant. Patient said that they have been having trouble charging the implanted neurostimulator, and they keep seeing the reposition the paddle screen. Patient stated that today they turned the controller on as usual and it said 100% for the controller and 70% for the implant, but then it just kept saying reposition and so they stopped charging their implant and just plugged the controller back into the ac power supply. Patient also mentioned seeing an error message where it said to call medtronic, but they did not recall specifically what it said as it would go away after a few seconds. Agent asked for event date and patient stated that it's been the last couple of months. Patient mentioned they had a controller replacement this winter, and ever since that replacement, it had been difficult to plug any cord into the controller. Patient did not detect any damage to equipment, but could not see clearly to check controller port for damage. Agent had patient clean the controller port and start a charging session. Patient at tempted to start a recharging session of their implant and reported poor recharge quality. Patient pressed try again and the controller displayed poor recharge quality again. Patient was unable to move past this. The issue was not resolved. A replacement recharger (rtm) was sent out.  Additional information was received from a patient (pt). It was reported that they were having issues charging the implant even after they had their controller replaced. They originally charged the controller up to 80% which took an 90 minutes. They then stopped and when they tried again they were unable to advance past checking the recharge quality. Pt was unable to remove the battery pack from the controller. Pt stated they would have assistance their later in the day to help them. Agent reviewed to try to charge the implant again and agent would reach out in the morning to verify that the charging issue had been resolved or not. Agent called pt back and they had the battery pack removed. Pt inserted the battery pack and plugged in the recharging cord. Pt was unable to charge however because they just kept getting brought back to the starting screen. Pt was unable to charge. A replacement controller was sent out.  Additional information was received from a patient (pt). It was reported that they are still having issues charging. Pt reports they are not able to charge and seeing poor charge quality. Agent reviewed a recharger and controller have been sent and advised to continue to try. Due to nature of call pt had a hard time hearing. Agent directed the pt to their healthcare provider (hcp) to schedule and appt and have the device checked in person. Pt states they have a manufacturer representative (rep) number and will call them directly.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755-s serial# (B)(6) product type recharger product ID 97745nt serial# (B)(6) product type. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). Patient called back and stated that she is not able to connect to charge the ins again. Pt stated that sometimes it works and other times it doesn't. Pt verified she received a controller and an rtm cord replacement recently. Pt is not able to open the controller battery compartment to verify the sn. Pt stated someone wrote a controller sn on the rtm relay box but she cannot read the actual sn for the rtm cord. Pt verified she can connect to charge the controller. Controller is 80% and the ins is 30%. Pt tried to connect to charge the ins but the screen just sits on "checking recharger" screen and does not advance. Pss is sending a message to the field. Rep responded and stated that pt is housebound and cannot meet pss reviewed that the controller and rtm cord will be replaced again but if the issue continues pt will have to have the equipment / ins checked before anything else is sent out. Additional information was received from a patient (pt). Pt called back and reported the previously documented information. Pt plans to meet with rep at an upcoming appointment on the (B)(6). They said last thursday and friday they had difficulty with the equipment, saturday and sunday were horrible, then late yesterday and today everything had been working perfectly (agent understood with the first set of replacements). Pt received a package today with the second set of replacement equipment, so they wondered what to do. They are unable to open the c ontainers and controller by themselves, so they'd need to wait for assistance of a friend or neighbor, but they were hesitant to change to the second set now that things had been working. Pt had a hard time understanding agent and needed them to talk very slowly. Agent reviewed with pt it may be best to keep with the current first set of both replaced components, and they should bring both sets to the upcoming appointment on the (B)(6) to have the rep help them figure out which components would be best for them to keep, then send back the rest. Pt was rather flustered, so agent decided it may be best for them to wait for that appointment so they won't get pieces mixed up, so told pt best to hold off on sending anything back right away. Pt seemed to be pleased with this idea and will wait to meet with rep for further assistance in person as previously suggested.